Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the explant procedure was due to patient needing an MRI. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.